Event description:
Extension tubing broke off in the calve which was attached to pt central line, it made it an open system. Rn changed cap per protocol and pulled back in order not to infuse bacteria or particles into the pt's central line.